Event description:
It was reported that the procedure was to treat a mildly tortuosity, concentric, de nova, 90% stenosis in the mid right coronary artery (rca). The 3.5x12 mm rx trek balloon catheter was advanced; however, the balloon ruptured at first inflation at 8 atmospheres. A non-abbott device was used and the angioplasty was performed. No stent implantation because the target lesion was expanded. There was no resistance felt during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.